Event description:
Pt rec'd 200 mg/day morphine instead of 8.87 mg/day due to programming error. The pt arrested, was hospitalized, and required intubation. The following day, the pt was alert and stable. The health care provider was not aware of any other medical interventions necessary in treating the pt other than the intubation. The pt's condition post-overdose was likely complicated by several other preexisting medical problems, including congestive heart failure. The pt made good recovery with respect to the drug overdose and was scheduled to be discharged from the hospital one week after the event. Prior to release, the pt started to show symptoms of congestive heart failure again and had to be reintubated that afternoon. The health care provider stated that this latest episode was not thought to be at all related to the drug overdose, but rather attributable to the pt's underlying medical condition.